Manufacturer narrative:
Manufacturer¿s investigation conclusion: the evaluation of the replaced external portion of the driveline did not confirm an issue that could have contributed to the reported low speed or pump stop events captured in the submitted log file. The reported driveline outer jacket damage was confirmed through analysis of the returned external portion of the driveline. The submitted log files collectively contained events from 07oct2025 through 03nov2025. Low speed and pump stop events were captured on 16oct2025, 17oct2025, and 18oct2025 while the patient was connected to the mobile power unit. Low flow hazard alarms were captured on 18oct2025 during the low-speed events. No other notable events were captured. A distal-end driveline replacement was performed on 05nov2025 and approximately 16.5¿ of the external portion/distal-end of the driveline was returned for evaluation. The replaced portion of the driveline was tested for electrical continuity, in the condition that it was received, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The driveline layers were carefully removed to evaluate the underlying wires. Visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for insulation resistance testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. The heartmate ii left ventricle assist system (lvas) IFU, revision, rev. A, and the heartmate ii patient handbook, rev. C are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events, and address damage due to wear and fatigue of the driveline. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the clinic for 2-month follow up. Ventricular assist device (vad) interrogation revealed multiple low speed advisories and 2 pump stops that occurred (B)(6) 2025. The patient had a power module with a grounded cable that they use at night. The patient did not have a known short to shield. They stated they can feel and hear their pump ¿growling¿ over the last few weeks and did not notify the vad coordinator of alarms. Log files were submitted for review, and the log file captured 2 pump stops and 13 low speed advisories between (B)(6) 2025. These issues only appeared to be occurring while the vad was connected to wall power. There were no other unusual events recorded in the log file event history. It was noted by the site that they wanted to proceed with a driveline repair. The x-rays were unremarkable, and the repair was scheduled for (B)(6) 2025. The external driveline repair was performed for the suspected short to shield. Visual inspection of the driveline noted a small tear with rescue tape about 2-3" from the system controller. No other visible damage was noted. They removed silastic and bionate layers approximately 4" from the exit site. The shielding was heavily oxidized but intact. The shielding was removed. They began splicing green, brown, and orange wires, and swapped drivelines without issue to the patient or equipment. They continued splicing yellow, black, and red wires, and closed up the area per procedure and provided patient with care instructions. It was noted that the patient was put on the ungrounded cable on admission on (B)(6) 2025. They were discharged home with the ungrounded cable on (B)(6) 2025. The patient was stable and there were no reported alarms.